Manufacturer narrative:
An event of an effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a procedure for persistent atrial fibrillation, an effusion occurred. During the transseptal puncture with the introducer, an effusion occurred while positioning the sheath. Fluoroscopy and an echocardiogram confirmed the effusion. A pericardiocentesis was performed which stabilized the patient. At the end of the procedure, and echocardiogram confirmed the effusion had resolved.